Manufacturer narrative:
(B)(4). The customer returned four units 543965 auto endo5 ml for investigation. Three of the returned samples were representative samples. The returned samples were visually examined with and without magnification. Visual examination of the actual sample revealed that the jaws were returned partially closed. The device appears used as there is biological material present on the device. The representative samples all appeared typical. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the actual sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. No clips fired, but the jaws were able to open completely. The trigger was engaged several more times with no clips firing. The device was disassembled to inspect the internal components. Upon disassembly, no further damages were found. The device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. No other defects or anomalies were observed. Other remarks: next, one of the representative samples was tested. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to successfully load into the jaws of the applier and close. Two clips were applied to over-stressed surgical tubing and were able to properly close. The remaining clips were all fired with no issues. The representative sample was received with all 15 clips remaining in the channel. No defects were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips remained in the actual sample. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "clip does not close" could not be confirmed based upon the sample received. Four devices were returned with three of them being representative samples. The device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Since there were no clips remaining in the returned device, the reported complaint issue could not be confirmed and a probable cause could not be determined.

Event description:
The clip does not close or the closing mechanism does not work. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73d1600497 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clip does not close or the closing mechanism does not work. The patient's condition was reported as fine.